Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that when they set their intensity settings, the intensity settings would revert to zero unexpectedly from the beginning. Patient mentioned meeting with manufacturer representative (rep) for reprogramming, and now only uses group a. Patient mentioned therapy goes into their legs but is supposed to go to their back. Agent walked patient through adjusting their intensity in group a and patient was able to feel therapy. Agent reviewed device function. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue if the issue persists. Patient mentioned their back is hurting a lot more now, but patient therapy settings were zero and therapy settings were adjusted on call. Additional information was received from the manufacturer representative (rep). Rep reported they were unaware of this issue; they had met with the patient for reprogramming, and patient shared their stim was not getting to their back. Rep noted patient was going to try the changes rep did and if the issue persisted, patient's healthcare provider may get an x-ray to see if lead placement moved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported they put a new program into the controller. Issue is resolved.